Manufacturer narrative:
(B)(4). Batch t5an9r. Product investigation: the analysis found that one psee60a device was returned with no apparent damage and with a gst60g cartridge present. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t5an9r. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic left lower lobectomy procedure, the device was not activated with the battery at the first firing. The same event continued after the battery was reset. The cartridge color was green. Endo gia (covidien) was used to complete the case. There were no adverse consequences to the patient. It was found that the battery generated heat when the sales rep checked the device after the procedure. No further information is available.